Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed pre-fill reservoir per specification. Reservoir failed per inspection due to transfer guard needle occluded. Anomaly was found during test. Reservoir connected and locked in place properly.

Event description:
The customer reported that insulin from the reservoir was leaking. No further information was provided.